Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no obvious non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was then connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related system information provided, the customer reported event could not be confirmed. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a procedure there was no "negative pressure" and "super mammary" energy. The handpiece was exchanged and the case was completed with no harm to the patient. Clarification was received from the company representative "negative pressure" corresponds to no vacuum and "super mammary" energy corresponds to no phacoemulsification energy. Additional information was requested and received.